Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with an unspecified drug infusion for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued during the treatment. No additional information is available.